Event description:
It was reported the powerseal curved jaw sealer had no sticking in the early stages of the surgery, but it occurred from the middle of the surgery, and since even wiping with a wet gauze did not improve the sticking. The issue was found during a pulmonary segmentectomy, therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: product analysis shows that the device met specifications. Visual inspection shows the returned device had no mechanical damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.